Event description:
It was reported that the procedure was to treat a lesion in the proximal left main. Pre-dilatation was performed and the 4.0 x 15 mm xience prime stent delivery system (sds) was advanced. The stent was implanted at an unknown pressure; however, the sds balloon deflated slowly. It was noted that the physician doesn't remember what pressure the balloon was inflated to, but usually he goes between nominal and rbp. The stent was confirmed to be fully expanded. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty deflating the stent delivery system (sds) can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, kinks or faulty inflation device . The product is 100% inspected for damage and leak tested. Additionally, a sampling of units is destructively tested for proper balloon deflation. Reportedly the balloon deflated slowly; however the stent delivery system and inflation device used during the procedure were not returned and the slow deflation could not be confirmed. It is possible that the inflation device may have been faulty or filled with too much fluid such that there would not be sufficient negative pressure during deflation. Although a conclusive cause can not be determined there is no indication of a product quality deficiency. The lot history record review and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.